Event description:
It was reported that a patient underwent a a surgical procedure to have the cylinders and pump of an implantable penile prosthesis (ipp) explanted due to a pending distal erosion involving the right cylinder. A new pump and cylinders were implanted and connected to the existing reservoir. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.